Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the segmentectomy via open procedure while in the lung, the stapler did not fire. Although the surgeon was able to press the green button but was not able to squeezed the handle. To resolve the issue, the surgeon replaced with another new device. There was no patient injury.